Event description:
Ups battery charging power supply not consistently charging batteries. Found charred intermittent connector in wiring harness.====================== manufacturer response for medication cart, lionville======================manufacturer has provided replacement parts.